Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and sepsis. There were no additional adverse effects reported. This ra lead was explanted.

Manufacturer narrative:
This lead is currently being retained by the hospital. If the lead is returned, analysis is not necessary and therefore will not be performed.